Event description:
Consumer called to report being unable to awaken, being unresponsive. Paramedics were called, tested with another meter at 38. Was admitted to the hospital. Consumer believes the meter is testing too high.